Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem and section d medical device brand name upon investigation of this incident, it was determined that the patient information was not displaying on the station. A technical support specialist (tss) confirmed that the issue was related to the hospital network, adt, oe, or third-party software. The customer was contacted and confirmed that the issue had been resolved. The permission was obtained to close the case following resolution. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient ID was not showing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es generic server the patient ID was not showing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.